Event description:
Complainant alleged that when the staff unplugged the device, in preparation for transporting the patient (age and gender unknown), the monitor lost its screen display. The staff was able to obtain another device to monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.